Event description:
The user reported that the screen scrolled, went crazy, then stopped working. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.